Event description:
Reporter alleged blood glucose measured 121 mg/dl back to back with a result of "hi" when testing was performed one minute later. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.